Event description:
The customer reported that the insulin pump had physical damage. Customer stated the insulin pump had two large cracks. Customer's blood glucose was 46 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received with cracked display window corners, reservoir tube lip, and minor scratched and cracked display window. (B)(4).